Event description:
It was mentioned in the pir that "biomedical engineer at austin emailed our service department as below. 'Hi. Can I please log a job to get pcu looked at which displayed system error and then shutdown while on a patient. I have the riskman report to accompany the pump and the 3 lvp units which were attached to the pump at the time of incident. Regards danny. Daniel mccrohan biomedical engineering I austin health'called danny and confirmed further details. Time of event - 5:30pminfusion running - noradrenaline @ 25mcg/min, propofol @ 100mg/ml and fentanyl @ 40mcg/hr. Patient had been transferred to CT 30min prior to incident which occurred in ICU. Alaris system pump alarmed and displayed error 800.8000. Staff were able to transfer infusions to another pump. No harm to the patient.

Manufacturer narrative:
Omit:a11 - computer software problem (1112),g02008 - computer software,b21 - type of investigation not yet determined,c21 - results pending completion of investigation,d16 - conclusion not yet available. Correction: returned to manufacturer on. Additional information: device eval by manufacturer? Reason code for no evaluation. If other specify. Imdrf a,g,b,c,d codes & manufaturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : not applicable. Device evaluated by bd.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was mentioned in the pir that "biomedical engineer at (B)(6) emailed our service department as below. 'Hi. Can I please log a job to get pcu looked at which displayed system error and then shutdown while on a patient. I have the riskman report to accompany the pump and the 3 lvp units which were attached to the pump at the time of incident. Regards (B)(6) and confirmed further details. Time of event - 5:30pm infusion running - noradrenaline @ 25mcg/min, propofol @ 100mg/ml and fentanyl @ 40mcg/hr. Patient had been transferred to CT 30min prior to incident which occurred in ICU. Alaris system pump alarmed and displayed error 800.8000. Staff were able to transfer infusions to another pump. No harm to the patient.